Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified right iliac artery. A 7.0mmx20mmx135cm (4f) fg sterling balloon catheter was advanced for dilation and was initially inflated at 6 atmospheres for 10 seconds. However, on the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.